Event description:
It was reported that a patient underwent a lsh on (B)(6) 2012. During the procedure the mdu was not driving the disposable. It would only work with the footpedal. Then the surgeon tried to operate the handpiece without the footpedal but the device was stalling and working intermittently. The procedure was completed. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4): the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.in addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The device performed according to specification.